Event description:
A customer contacted baxter's technical service center and reported receiving a check patient line alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp). The hp reported there were large bubbles in the patient line. The tsr advised the hp to end therapy and start over with new supplies. The hp said he already started over with new supplies tonight. The tsr explained that hp will need to start over again. The tsr suggested that the hp call back if there is air in the line again for repriming assistance. The tsr walked the hp through ending therapy procedure. Baxter product surveillance contacted the patient on (B)(4) 2011. According to the patient ,there were no defects or anything unusual observed with the supplies. The patient stated he discarded supplies and started over with new ones. The patient has resumed therapy with no further issues. There was no patient injury or medical intervention reported. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for a check patient line alarm was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.